Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the device could not be turned on due to defective power unit. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the 3d visualization unit had a faulty switch; the power button flashes occasionally when turning on the phone, and there is no signal on the screen. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the phenomenon was caused by a failure of the power unit. Olympus will continue to monitor field performance for this device.